Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported a lead connection irregularity in the atrial channel, and there was no subsequent atrial sensing. Re-connection of the lead was attempted with the same results. Another pacemaker was implanted instead.

Event description:
The physician reported a lead connection irregularity in the atrial channel, and there was no subsequent atrial sensing. Re-connection of the lead was attempted with the same results. Another pacemaker was implanted instead.